Event description:
It was reported that the pt underwent surgery for posterior cervical fusion with fixation at c5-c6. Pt reportedly fell at 3 weeks post-op. X-rays revealed the rod had slipped up and out of the right lateral mass screw at c6. Pt underwent a revision surgery front and back with implant of anterior plate system.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Examination of post-op x-rays reveal severe spondylolisthesis and complete dislocation at c5-6. Lost stability at c6 with the rod out of the right c6 screw. Osteopenial noted. Unable to determine cause of the event.